Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The procedure treated the 90% stenosed target lesion located in the non-calcified and moderately tortuous left superficial femoral artery. A 5.0x60mm sterling balloon was advanced for treatment but ruptured on the 1st inflation at 10 atms. The procedure was completed with another sterling balloon. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The procedure treated the 90% stenosed target lesion located in the non-calcified and moderately tortuous left superficial femoral artery. A 5.0x60mm sterling balloon was advanced for treatment but ruptured on the 1st inflation at 10 atms. The procedure was completed with another sterling balloon. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by MFR: there was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 23mm from the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).